Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who, "has not changed anything on the stimulator for awhile because it seemed to be working but I have been having trouble the last few days, for maybe a week or so ((B)(6) 2018) with symptoms so I thought I would change the settings but the screen is blank." The call center advised the patient to put in new batteries and they looked but couldn't find any. The patient was further advised to obtain batteries and call back for further troubleshooting; a loss of therapy was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that replacing the batteries resolved the problem. There were no symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having difficulty changing between programs but was provided labeling education and understood what she was doing wrong. The patient also reported that her device was not working so good so she decided to change programs because she was experiencing a little more leakage. The patient could not feel stimulation and has tried other programs in the past and started with program 1 but recently increased from 5.9 to 7.2. The patient programmer showed stimulation was on but the patient reported having a hard time getting the device to do anything and wasn't having much success changing programs. Trouble shooting attempts were made and the patient was able to successfully sync with the ins and was on program 4 at 7.2. The patient confirmed increasing from 5.9v to 7.2v because she was having trouble with her symptoms. It was mentioned that the patient did not feel a difference in stimulation and had always felt stimulation in the past when increasing just a few points. There were no further symptoms or complications reported or anticipated.